Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that was a battery short life for transmitter after put in the charger for more than 40 minutes. Lost 3 sensor for that issues. Troubleshooting was performed and found that the issues with a sensor because pump showed different sensor glucose than blood glucose. The insulin pump present problems because stop and send insulin for that issues with consecutive sensor. Also pump loss of communication with sensor, and has multiple problems with sensor, reservoir and infusion set in the last 2 days. The transmitter worked but after few hours of connected with a sensor is losing signal. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the sensor. The sensor will not be returned for analysis.